Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user¿s spouse called for assistance with a complete supply change for an ilet system using a contact/detach 23"-6 mm infusion set with a dexcom g6, and the user successfully completed the supply change. Symptoms included hyperglycemia with a blood glucose of 226 mg/dl, which trended down to 175 mg/dl and then 145 mg/dl without reported side effects. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included customer support troubleshooting and education regarding supply change. Investigation of this case revealed no device malfunction, with hyperglycemia of unclear cause that resolved following the supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.